Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge dislodged from the pump when removing the case from the pump. The customer successfully reinserted the cartridge onto the pump. Additionally, it was reported that air bubbles were observed to be within the cartridge tubing. There was no reported adverse impact to the customer's blood glucose level during these events.